Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the foreign material/stickiness on the device control unit could not be determined, however, the issue was likely the result of fluid emersion and or insufficient device cleaning /reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit foreign material/stickiness on the control unit. There was no patient involvement, and no harm was reported as a result of the event.